Event description:
Medtronic (covidien) received information that during an acute stroke / mechanical thrombolysis procedure of an occluded left middle cerebral artery (mca) with thrombus, the patient had a precise 10 mm x 40 mm stent implanted in the carotid artery. The physician used solitaire fr device to remove the thrombus. However, upon retrieving the solitaire, it got caught by the stent (precise 10 mm x 40 mm from cordis) previously placed in the carotid. The physician was unable to push or pull the device. The physician used inzone and cable (the detachable system of target coil from stryker) to separate the solitaire from the pusher. The solitaire device was left inside and the pusher was removed from the patient. The patient's mca was revascularized, and there was no hemorrhage post procedure. No other complications were reported. The physician commented he was aware that the solitaire should have been used after a guiding catheter was placed at the distal section of the stent, but he performed the procedure leaving the guiding catheter proximal to the stent, due to the curvature of the stent. The patient¿s anatomy was slightly / severe in tortuosity, and slightly thin in diameter.

Manufacturer narrative:
The device was not returned for analysis as it remains in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).